Manufacturer narrative:
It was reported to philips that the device, when being used to treat a patient in cardiac arrest, did not recognize a shockable waveform at 01:27:35 on (B)(6) 2018. On (B)(6) 2018 the paramedics arrived at the patient's home. At 01:09 the device was connected to the patient using pads leads and set AED mode. The patient was a (B)(6) year old male in cardiac arrest. It was reported that the device failed to recognize a shockable rhythm at 01:27:35. A review of the rhythm file of the incident showed the following: with the device in AED mode, an analysis started at 01:27:35 and the device issued a no shock advised message because the device recognized the ¿wide-complex rhythm of ventricular or unknown origin¿ with a heart rate less than 150 bpm as a non-shockable rhythm correctly. The clinical quality, training, and quality assurance coordinator, reported: "users did not identify that the mrx had failed to identify a shockable rhythm (interpretation is outside their scope of practice). The issue was identified by reviewers doing routine quality assurance following the event." The biomed reports that the patient's final disposition is unknown. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse contacted the customer on two occasions and evaluated the device remotely with the biomed on site. The biomed was not able to reproduce the failure when performing the operational check test and found all tests passed. The biomed reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and was placed back in service. This complaint does not involve an alleged unresolved problem, repeating issue, or observation of poor quality. This complaint is not related to any existing CAPA. This complaint does not indicate the presence of a systemic problem or emerging issue. Philips will not consider this as a malfunction of the device. There is no indication of a systemic problem; no further investigation or action is warranted. No further communication was requested and no further communication is indicated.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device did not recognize a shockable waveform. The patient involved expired. The emergency medical services (ems) provider attempted to shock the patient but the device failed to deliver the shock. The customer is not sure if the death was due to the device failure. Additional information has been requested.